Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on their unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same unicel dxi 800 access immunoassay system and obtained higher and lower results. The initial and repeat results were above the assay's normal reference range. It is unknown if the initial elevated access accutni+3 result was reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control (qc), system check and precision run) were within assay and instrument specifications. Samples are collected in lithium heparin non-gel tubes. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer performed hardware verification by performing a passing system check and passing precision run. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information. (B)(4).